Event description:
Reference number (B)(4). Event occurred in canary islands. It was reported that the patient experienced an infusion set adhesive failure where the tape was not sticky and did not adhere to the skin during the insertion process. The reported issue occurred on (B)(6) 2026. No further information available.